Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 95 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on(B)(6) 2015. Customer stated they received test result of 147 mg/dl on (B)(6) 2015 at 8:00 am fasting. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 113 mg/dl and 112 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/30/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 72mg/dl, (B)(6) 2015, 02:30pm; 2. 168mg/dl, (B)(6) 2015, 09:00am; 3: 84mg/dl, (B)(6) 2015, 07:30am; 4: 89mg/dl, (B)(6) 2015, 07:00pm; 5: 124mg/dl, (B)(6) 2015, 09:00pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 95 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Customer stated they received test result of 147 mg/dl on (B)(6) 2015 at 8:00am fasting. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 113 mg/dl and 112 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/30/2018 and open vial date is week of (B)(6) /2015. (B)(6). Adverse event not reported.